Event description:
The home patient (hp) using a homechoice system, contacted technical service representative (tsr) and reported at the connect the bags prompt, a 2105 system error occurred. The tsr instructed the hp to replace the heater bag on the homechoice and to cycle the power to clear the alarm. There was no patient injury or medical intervention associated with this incident per the home patient's nurse.

Manufacturer narrative:
The home patient's nurse has agreed to review proper procedures with the home patient.